Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call, the customer was 13 weeks pregnant and has been experienced low blood glucose. The customer's mother stated the customer's blood glucose was low that the meter didn't give of a reading, and then it read 25 mg/dl. The customer had treated with a glucagon injection. Currently the customer's blood glucose was between 78 to 110 mg/dl. The customer's mother also stated the customer has been experiencing low blood glucose levels prior to her using the insulin pump and the last low that resulted in a seizure was in april 11, 2016 as the customer had accidently over correct at night. The customer's mother declined troubleshooting and the device is not returning for analysis.